Event description:
Device 2 of 5. Reference MFR. Report #: 3006705815-2019-00564, 1627487-2019-02291, 1627487-2019-02609, 1627487-2019-02610.

Manufacturer narrative:
Concomitant medical products and therapy dates: model 3346 (x2) - scs extension - therapy date unknown (B)(4).

Event description:
Device 2 of 5. Reference MFR. Report#: 3006705815-2019-00564, 1627487-2019-02291, 1627487-2019-02609, 1627487-2019-02610. It was reported that patient experienced infection at an unknown location. As a result, the patient underwent surgical intervention to explant the entire scs system on (B)(6) 2019.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Concomitant medical products and therapy dates: model 3771, scs ipg - therapy date unknown. Model 3169, scs lead - therapy date unknown.

Event description:
Device 2 of 3: reference MFR. Report#: 3006705815-2019-00564, 1627487-2019-02291. It was reported that the patient may undergo surgical intervention to explant ipg and leads for unknown reason.